Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1299) on 08-oct-2015. The most recent information was received on 08-jun-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one migrated') and abdominal pain ('abdominal cramping') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced abdominal pain (seriousness criterion medically significant), night sweats ("night sweats"), hyperhidrosis ("extreme sweating during the day"), menorrhagia ("long periods with severe bleeding, continue to this day"), polymenorrhoea ("my periods have also been getting closer together over the past year"), foggy feeling in head ("brain fog"), memory impairment ("can't remember common words"), pain ("all over body aches"), arthralgia ("bad joint pains in lower back, hips, knees and ankles"), fatigue ("extreme fatigue"), gait disturbance ("hard to just walk"), alopecia ("hair falling out at an alarming rate"), headache ("headaches on a daily basis"), migraine ("migraines several times a month"), rash ("various rashes all over body"), pruritus ("itching") and fibromyalgia ("fibromyalgia"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced feeling abnormal ("have not felt normal since the placement of essure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("have painful intercourse since essure"), visual impairment ("dimmed vision"), amnesia ("memory loss"), dizziness ("dizziness") and disturbance in attention ("unable to focus on simple tasks"). The patient was treated with magnesium sulfate (epsom salts). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, night sweats, hyperhidrosis, menorrhagia, polymenorrhoea, foggy feeling in head, memory impairment, pain, arthralgia, fatigue, gait disturbance, alopecia, headache, migraine, rash, pruritus, feeling abnormal, fibromyalgia, visual impairment, amnesia, dizziness and disturbance in attention outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, device dislocation, disturbance in attention, dizziness, fatigue, foggy feeling in head, gait disturbance, headache, hyperhidrosis, memory impairment, menorrhagia, migraine, night sweats, pain, polymenorrhoea, pruritus, rash, visual impairment and feeling abnormal to be related to essure. The reporter provided no causality assessment for dyspareunia with essure. The reporter considered fibromyalgia to be unrelated to essure. The reporter commented: that symptoms started, almost immediately she had essure inserted. She had never had the reported events before. The test from the allergist came back mostly normal with the exception that her reaction to nickel was inconclusive because her back was broken out and he could not determinate if the reason on the nickel sight was part of the rash that was already present. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: normal. Hysterosalpingogram - on an unknown date: results: no results available. Diagnostic results: unknown date: premenopausal tests - normal results. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one migrated') and abdominal pain ('abdominal cramping') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criterion medically significant), night sweats ("night sweats"), hyperhidrosis ("extreme sweating during the day"), menorrhagia ("long periods with severe bleeding, continue to this day"), polymenorrhoea ("my periods have also been getting closer together over the past year"), foggy feeling in head ("brain fog"), memory impairment ("can't remember common words"), pain ("all over body aches"), arthralgia ("bad joint pains in lower back, hips, knees and ankles"), fatigue ("extreme fatigue"), gait disturbance ("hard to just walk"), alopecia ("hair falling out at an alarming rate"), headache ("headaches on a daily basis"), migraine ("migraines several times a month"), rash ("various rashes all over body"), pruritus ("itching") and fibromyalgia ("fibromyalgia"). In (B)(6) 2013, the patient experienced feeling abnormal ("have not felt normal since the placement of essure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("have painful intercourse since essure"), visual impairment ("dimmed vision"), amnesia ("memory loss"), dizziness ("dizziness") and disturbance in attention ("unable to focus on simple tasks"). The patient was treated with magnesium sulfate (epsom salts). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, night sweats, hyperhidrosis, menorrhagia, polymenorrhoea, foggy feeling in head, memory impairment, pain, arthralgia, fatigue, gait disturbance, alopecia, headache, migraine, rash, pruritus, feeling abnormal, fibromyalgia, visual impairment, amnesia, dizziness and disturbance in attention outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, device dislocation, disturbance in attention, dizziness, fatigue, foggy feeling in head, gait disturbance, headache, hyperhidrosis, memory impairment, menorrhagia, migraine, night sweats, pain, polymenorrhoea, pruritus, rash, visual impairment and feeling abnormal to be related to essure. The reporter provided no causality assessment for dyspareunia with essure. The reporter considered fibromyalgia to be unrelated to essure. The reporter commented: that symptoms started, almost immediately she had essure inserted. She had never had the reported events before. The test from the allergist came back mostly normal with the exception that her reaction to nickel was inconclusive because her back was broken out and he could not determinate if the reason on the nickel sight was part of the rash that was already present. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on an unknown date: results: normal. Hysterosalpingogram - on an unknown date: results: no results available. Diagnostic results: unknown date: premenopausal tests - normal results. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : new reporter and events dimmed vision, memory loss, dizziness, unable to focus on simple tasks added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.